Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0ydzt, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0ydzt, implanted: (B)(6) 2015, product type: lead.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their physician told them they suspected there may have been a problem when they were implanting the lead wires. There was a suspected lead/wire problem. The patient was told this information at their last appointment with their doctor, and were not quite sure if there was an issue or not. It was noted the patient would follow up with their physician regarding the lead issue. The patient reportedly had an appointment on (B)(6). No medical symptoms were reported. No further complications were reported.